Event description:
Posterior needle miss. The patient underwent a diagnostic procedure. The cardiologist attempted arteriotomy closure with a techstar xl 6f device. The anterior needle presented while the posterior needle missed the barrel presenting in the subcutaneous tissue. The cardiologist attempted back down; the anterior needle backed down one inch but remained in the barrel, while the posterior needle did not move. The cadiologist attempted to redeploy; the needles were stuck and would not move. A vascular surgeon who was present at the procedure intervened to remove the device. The device was dissected below the hub in an attempt to access the anterior needle. The anterior needle was not visible. The vascular surgeon enlarged the dermatotomy and removed the anterior needle by clasping it with hemostats. The posterior needle was lodged in the subcutaneous tissue, held tight by the suture and could not be removed without first severing it from the suture. The suture was entangled around the crimp ring and the vascular surgeon used force to pull it out. A guide wire was reintroduced, but since the patient was scheduled for a graft at the site, the vascular surgeon decided to close with manual compression.